Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins), two extensions, and two leads were explanted due to an infection. It was further reported the infection was ¿from the ins pocket site to the extension and lead.¿ the patient experienced ¿bacteremia¿ at the device pocket, extension location, and lead location as a result of the event. The patient was administered antibiotics due to the event. There was ¿no alleged product issue¿ with the devices. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 37086, serial # unknown, explanted: (B)(6) 2015, product type extension; product ID 3389, serial # unknown, explanted: (B)(6) 2015, product type lead. (B)(4).